Event description:
Boston scientific received information that this right ventricular lead exhibited pacing impedance measurements below 200 ohms. Additionally, low amplitude measurements were noted. This lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.